Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the keypad cover was observed to be intact. The ok, up, and down buttons responded intermittently to testing. Unrelated to the keypad issue, the display was observed to be dim, fading and reddish in color. The battery compartment was observed to be cracked from the theads to the seal case. The keypad cover was removed and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that multiple buttons were intermittently unresponsive. The reporter denied damage to the keypad and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.